Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling the catheter with the connector was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong two-piece connector. The connector was assembled. The compression sleeve could be seen protruding from the distal end of the connector bore. Mechanical damage was observed in the region of both locking features on the distal connector segment. Microscopic inspection damaged regions of the distal connector segment revealed a glossy striated surface consistent with contact with a grind-sharpened instrument such as a scalpel or razor blade. The connector could be easily disassembled due to the mechanical damage. Following disassembly, a segment of catheter tubing was revealed overlaying the connector cannula. Microscopic inspection of the catheter segment revealed buckling and compression. Following longitudinal bisection of the distal connector segment, microscopic inspection of the bore revealed compressed and crumpled regions of catheter tubing. The location of the compression sleeve and the compressed and buckled catheter shaft were consistent with bunching of the catheter on the stent prior to connector assembly. The bunched and excess catheter material forced the compression sleeve completely through the narrow portion of the connector bore. The locking regions of the distal connector segment appeared to have been cut with a sharp instrument, allowing for disassembly of the connector. The product IFU provides instructions for proper catheter/connector assembly. A lot history review (lhr) of rebx0646 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter could not be engaged firmly during attachment. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx0646 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter could not be engaged firmly during attachment. No other information was provided.